Manufacturer narrative:
(B)(4).

Event description:
It was reported while the patient was in the clinic, the patient mentioned having palpitations whenever lying down on her left side. The patient was sent to another department and the issue was resolved with the left ventricular pacing output adjusted. The patient had not experienced another event. The patient condition is well.